Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a wide range of pacing impedance measurements from 300 ohms to 3000 ohms. A consistent high out of range pacing impedance measurement of 3000 ohms was also observed on the right atrial (ra) channel as well as the ra lead had exhibited noise in the past and was reprogrammed to vvi. At this time no changes have been made and the crt-d remains implanted and in service. No adverse patient effects were reported.